Event description:
Procedure: laparo rectumthe stapler was fired over the rectum but it would not staple properly. The surgeon opened the abdominal cavity, cut the tissue with another stapler and reconstructed with a circular stapler.